Event description:
It was reported that the cutter broke off in pieces. The cutter broke off in the patient. All broken components were retrieved using a c-arm. No patient injury or complications were reported.

Manufacturer narrative:
One 8.5mm retrograde drill was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. The drill head has split in two pieces and has come free from the drill shaft. The break is a clean shear with a slight twist. The distal end of the actuator wire has also broken off. A root cause investigation has been opened to address this failure mode.